Event description:
Foreign country reports that tabs located on the interior end of the cap inserter broke off during surgery. As a result, the surgical procedure was extended by one hour. There were no adverse consequences to the pt. See medwatch report# 1526439-2007-00127 for the other monarch cap inserter that was involved in this event.

Manufacturer narrative:
Examination of the returned cap inserter found two tabs on one side of the inferior end of the instrument had broken off. The two tabs on the opposite side of the instrument are present but slightly twisted and bent outward. Dimensional inspection and hardness testing could not be performed due to the damage incurred by the tabs. The inserter was mfg in 4/04 and has been moderately used. Although the cause of breakage cannot be positively determined, the damage to the tabs is consistent with the application of excessive force and/or repetitive forces over time. At this time, the complaint is considered to be closed.